Event description:
It was reported to philips healthcare that the device's ECG, bp, and sp02 parameters were not working correctly. There was no negative patient impact.

Manufacturer narrative:
(B)(4).